Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -07.00 diopter implantable collamer lens into the patient's right eye (od) (B)(6) 2022. The lens had tore/broke during injection/delivery into the eye. On this same date in a separate surgery the lens was exchanged with a longer length lens and this resolved the problem.

Manufacturer narrative:
Claim# (B)(4).